Manufacturer narrative:
Investigation is ongoing.

Event description:
Post valve deployment of a sapient xt in a surgical valve, the delivery system balloon burst. The valve was fully deployed, no post dilation was necessary. The valve was placed as intended. Regarding the cause of the balloon burst, the site believed the calcification on the leaflets or the surgical valve stent struts could have contributed to the event.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The edwards novaflex+ delivery system was returned to edwards lifesciences for evaluation. During visual inspection of the delivery system a longitudinal to radial tear was confirmed on the balloon. The balloon was separated in 2 pieces. No other visual abnormalities were observed. No relevant functional testing could be performed on the complaint device due to its condition (balloon burst). During dimensional inspection measurements were taken on the inflation balloon along the tear to ensure that the single wall thickness of the material was within specification as a thin wall could contribute to the reported burst. All measurements met specification. A device history record review did not reveal any issues that could have contributed to this complaint event. During the balloon manufacturing process, the balloon is visually inspected for defects and abnormalities in cosmetic appearance (i.e., foreign matter, contamination, fish eyes, gel spots, scratches, cleanliness, kinks, separation or damage of bond site, balloon scratches, bends and undergoes 100% visual inspection under 8x magnification). Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. Per the event description: ¿regarding the cause of the balloon burst, the site believed the calcification on the leaflets or the surgical valve stent struts could have contributed to the event¿. Based upon the reported calcification and pre-existing surgical valve, it is suspected that the failure mode is likely due to patient factors (calcification) and/or procedural factors (valve-in-valve deployment). Additionally, per the device instructions for use, the inflation volume required to fully deploy the thv in a pre-existing surgical valve may vary. Over pressurization (beyond rated burst pressure) may have also contributed to this event. As a result, it is possible that calcification of the native annulus and/or excess inflation volume/pressure in the pre-existing surgical valve contributed to the reported event. At this time a definite root cause was unable to be determined. Transcatheter delivery balloon burst complaints have been previously investigated and documented by edwards lifesciences. In the technical summary for balloon bursts, a detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing defects were identified corrective and preventive actions are not required.